Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (caretaker) for the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began ¿2 weeks¿ prior to contacting lfs. The reporter was unable/unwilling to say how the patient manages their diabetes and reported that on an unknown time after the alleged product issue began the patient developed the symptom of ¿sweating¿. The reporter stated that the patient self-treated by consuming a ¿boost drink¿ on (B)(6) 2016 at 6:00am. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the reporter was unable to complete trouble shooting on behalf of the patient. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.